Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The caller did not know the blood glucose reading. The reservoir and tube were not being used prior to the event. Advised the customer to remove the set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.